Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with a sharps disposal container. The customer reports the nurse grabbed the container, and had both arms around it. A needle was sticking out of the side with the label on it and stuck the nurses arm near her elbow. The nurse followed normal hospital protocol for a needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.